Event description:
The caller, surgical product specialist, reported that the cuff developed a leak immediately following insertion into the pt. The caller could not confirm if the tube was tested prior to pt use. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned. If the sample is returned, a summary of the sample analysis will be provided in the supplemental report.